Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor patch. No issues observed. Extracted data using approved software. Sensor was in state 5, which is normal termination. Observed sensor plug was properly seated in mount. Removed sensor plug assembly and performed visual inspection. No issues observed. Performed simvivo test using test fixture. All results within range. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message while wearing the adc freestyle libre sensor. Customer further reported the message appeared "all morning" and due to him having no test strips, he was unable to test his blood glucose. Customer experienced symptoms described as "tingling hands", sweating, and dizziness and injected himself with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.